Manufacturer narrative:
Patient¿s age is approximate. Date of event: unknown. This report is for an unknown long proximal femoral nail anti-rotation nail/unknown lot. Implant date: (B)(6) 2014. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the helical blade was inserted in the nail out of the slot made for the helical blade. The helical blade was inserted out of the proximal locking hole. Thus the nail and helical blade were lying separately in the bone. Medical/surgical intervention was done. Originally the patient had an accident and got fracture in spine and proximal femur. The patient was operated upon proximal femur with a long proximal femoral nail anti-rotation nail and helical blade (B)(4) 2014 and after three days also had pedicle screws and rods upon spine. During a follow up visit, the patient complaint of pain and no improvement in the femur. A lateral x-ray was done and it was found that the helical blade was outside of the nail. The patient was revised and implanted with local ninety-five degree double angled blade plate. This report is for an unknown long proximal femoral nail anti-rotation nail. This is report 1 of 2 for (B)(4).